Manufacturer narrative:
.

Event description:
It was reported that transmitter was not connecting and led did not blink. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was advised that transmitter would need to be replaced. No further information provided.